Event description:
Customer reportedly received results of 14 mg/dl and 198 mg/dl within 10 minutes on the active system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the test strips were not returned; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.